Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose and issues with the insulin pump. Customer's blood glucose level went as low as 20 mg/dl and as high as 363 mg/dl. Customer advised their blood glucose levels fluctuated and they were hospitalized. Customer spent 4 days in the critical care unit and after 4 days they went back to the critical care unit. Customer experienced low blood glucose, low blood pressure and paramedics arrived to take patient to the hospital. Customer's healthcare provider advised the patient did not use the proper insulin when they were at the hospital.